Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device failed insulation testing.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: did not pass insulation. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a crack on the insulation due to possible user misuse, improper sterilization methods, or normal wear. (B)(4).

Event description:
It was reported the device failed insulation testing.